Manufacturer narrative:
D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a database error had prevented the critical override configuration. The technical support specialist (tss) saved all pertinent logs on our side and confirmed that the error still happened when attempting to put in critical override manual. The tss then referred to the knowledge article ¿cannot enable critical override at a station; unexpected data constraint violation,¿ and refreshed the configuration for each affected device through a pharmacy user with permission to edit device settings. The tss contacted the customer, who confirmed that the issue was being resolved and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to set the machines on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.